Event description:
It was reported that the patient's leadless pacemaker exhibited high capture threshold leading to loss of capture. The device was explanted and replaced as a result. The patient was stable.